Event description:
It was reported that a piece at the tip of the trial inserter broke off inside the trial, while testing for size in the patient. A backup instrumentt was used to remove the trial. The procedure was successfully completed. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. The definitive root cause of the event cannot be determined from the given information. Potential root causes according to the risk table include previously deformed/damaged trial/handle, excessive rotational/torsional force applied, incorrect alignment, insufficient heat treatment, incorrect design and cross threading.

Event description:
It was reported that a piece at the tip of the trial inserter broke off inside the trial, while testing for size in the patient. A backup instrument was used to remove the trial. The procedure was successfully completed. There are no reports of adverse health consequences to the patient.